Manufacturer narrative:
Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future and a supplemental report will be submitted.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered multiple shocks as inappropriate therapy. The patient reported they had severe complications. This included syncopal episodes, stomach aches and their heart racing after each episode of inappropriate therapy. Additionally, the patient reported nerve stimulation in their arm. The patient also reported jaw pain, skin burning and swelling. The device was reported to have been reprogrammed but that it had been unsuccessful in resolving the issues. In addition to this, the patient reported twiddlers syndrome. The patient claimed this right atrial (ra) lead, the right ventricular (rv) lead, and the left ventricular (lv) lead were twisted around their heart. Technical services (ts) referred the patient to their physician and recommended having the physician check their device. This ra lead remains in service. No additional adverse patient effects were reported.